Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1hk17, implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-jun-2021, UDI#: (B)(4), corrected to malfunction. There has not been an intervention yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, the health care professional stated that the device was not working well. No further complications were noted or anticipated.

Manufacturer narrative:
Event date is approximate. Other applicable components are:product ID: 3889-28, lot#: va1hk17, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 08-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient told the healthcare provider that the device had not been working since december. The caller did not know any further details other than the patient reported their doctor noticed the issue right away and it was something to do with a small little wire. Caller staid the patient would be calling to address the issue. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The health care professional stated that the device was not in fact replaced but that the device was still intact and patient was seeking for a replacement. No further complications were noted or anticipated.

Manufacturer narrative:
Updated to serious after considering new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked to clarify the issue with the small, little wire, they stated it was their understanding that there was only one little wire active. They were asked what circumstances led to the issue with the small, little wire they responded, no, it was a process of leaking more over a period of time. The steps taken to resolve the issue was a change in program. There was no cause identified with regard to the device not working. The patient reported that the steps taken to resolve the device not working was replacement after a long period of changing programs. They further reported they were a very active person and it may have happened because of strenuous exercise.